Event description:
A (B)(6) male patient called zoll customer support to report that his charger/modem would not charge the batteries. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger/modem won't charge battery) was confirmed. As received the charger/modem was unable to charge a battery pack. Upon investigation, the u9 mosfet component, q5 transistor, and q4 transistor were shorted. The cause of the inability to charge is the shorted components. The root cause of the shorted u9 component could not be positively identified. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.